Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown exactly when device broke. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: part #04.647.137s / lot #l504004. Manufacturing site: (B)(4), manufacturing date: 24. July 2017, expiry date: 01. July 2027. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a cage and insert were broken. This was noticed intra-operatively and they were replaced. No significant delay to the operation and the patient is doing well. No fragments were generated and the broken devices were removed easily. This complaint involves two parts. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a product evaluation was performed. The investigation of the complaint articles indicates that: 04.647.137s / l504004; zero-p va cage convex h7 peek, and a DHR review of complained zero-p va cage shows that this specific lot was released after complete final inspection with no findings in july 2017. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. As received condition: the complained failure description, broken intraoperatively could not be confirmed. No definitive root cause was able to be determined, however, this failure mode is typically related to surgical technique. The plate was separated from peek spacer, in order for the plate to separate from the peek spacer opposite loading must be applied to the two components, which can occur during implant insertion if proper distraction is not previously achieved. The two components could easily be assembled and are in faultless condition afterwards. No breakage or other damage could be confirmed. Alternatively, hole preparation and/or screw insertion outside of the recommended screw insertion range could introduce stresses which could contribute to the complaint condition. Implant separation post-operatively is unlikely because, once implanted, loading on both components will occur in the same direction. No product related issue could be identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.